Event description:
A tandem mobi cartridge alarm was reported by the caller during the loading process. There was no adverse impact on the customer's blood glucose level. The caller successfully loaded a new cartridge, resolving the immediate issue.